Manufacturer narrative:
Insulin pump passed the rewind, basic occlusion, prime, compromised forced sensor system and displacement test. Insulin pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing. (B)(4).

Event description:
Customer reported via phone call that insulin pump had motor error alarm. The customer blood glucose level was unknown. The customer was assisted with troubleshooting. Customer stated that insulin pump had not been exposed to high magnetic field. Customer stated that drive support cap was appears to be normal. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per healthcare professional instructions. The device will be returned for analysis.